Event description:
It was reported that the lead exhibited noise and unipolar lead impedance fell below 200 ohms. Reprogramming did not resolve the issue, so the physician elected to replace the system.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.